Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged difficulty breathing, nasal throat irritation or soreness, headache, dizzy and device will not turn on/device not functioning. There was no report of patient harm or injury. The device was returned, and the manufacturer confirmed particles in air path, found evidence of foam degradation during device evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box b and h. The following correction has been corrected in this report. Repair evaluation information was received on 02/27/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP/bipap, and mechanical ventilator devices. Patient alleged difficulty breathing, nasal throat irritation or soreness, headache, dizzy and device will not turn on/device not functioning. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no particles in air path. During the evaluation, secondary findings was not observed. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box b: describe event or problem was corrected. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was corrected.